Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 27 mg/dl. The customer¿s current blood glucose was 239 mg/dl. The customer was treated with food. The customer was assisted with troubleshoot. Based on customer report customer did not allege insulin pump was over delivering. The product was not returned for analysis.